Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these devices as well as on the returned data. The manufacturing processes for the ICD and the lead were reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. There was no indication of a material or manufacturing problem of these devices. The returned data have been analyzed. Confirming the clinical observation, the data showed external interfering signals in all channels. The frequency and morphology of the sensed interfering signals can be most probably attributed to strong external electromagnetic fields. These external interference signals were also present in the iegm of episode 134 on (B)(6) 2025, which shows a detected vf episode, with one delivered atp and one charging cycle of the high voltage capacitors. The charging cycle was aborted, as expected, due to the detection of an external short circuit, which might have otherwise damaged the ICD. The impedance trends showed normal ra and rv pacing impedance as well as regular shock impedance values. However, the shock impedance of the rv lead was below 20 ohm in episode 134, as also mentioned in the complaint description. In conclusion, the devices were not returned for analysis. The returned data revealed no indication of an ICD malfunction. The root cause of the measured low shock impedance was not determinable. A damage of the lead cannot be excluded. Should further relevant information or the lead become available, this report will be updated.

Event description:
It was reported that oversensing was noted on this lead. Furthermore, the shock impedance was out of range (<20 ohm). After the shock vector reprogramming the shock impedance was in range. Should additional information be received, this file will be updated.